Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice(hc)device during dwell 7/7. The technical service representative (tsr) explained the clamps should be closed on an unused line. The tsr reviewed the procedure and advised the homepatient (hp) to discard the supplies. The tsr recommended that the hp contact the nurse. Follow up with the nurse revealed that the patient continues with therapy and that there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
False positive toxoplasma igg results were obtained on an immulite 2000 system for one (1) pt sample. The pt initially had a negative toxoplasma igg result and the following month the same pt tested positive. The sample was repeated several times and results were reproducible with 2 different lots of the same reagent. The same sample was tested on two other instruments which gave negative results. The negative results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant toxoplasma igg results.